Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed during a device follow-up. Programming changes were recommended. The patient was stable.

Event description:
New information received indicates that programming changes were made. The patient was okay.